Manufacturer narrative:
Expiration date reported as 03/2017. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur plates was processed through the normal manufacturing and inspection operations with one non-conformance noted. Mrr# 162104 was generated due to a sharp edge being discovered on the top of the plate at hole h1. The parts were reworked to meet cosmetic standards. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one non-conformance reports noted. Mrr#128963 was written due to the raw material rail height being oversized. The raw material was returned to the supplier for evaluation. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaint received states that surgeon performed original surgery on (B)(6) 2014 for a hip fracture. It was reported during an office follow-up on an unknown date that patient had non-union and broken plate. Revision surgery was scheduled on (B)(6) 2014 with total hip, but it was abandoned due to infection which was noticed during plate removal. It was reported that patient was revised with antibiotic spacer. It was confirmed that there were no allegation against the screws and no fragments were generated from broken plate. No surgical delay was reported, patient status/outcome was unknown and procedure was not completed successfully since patient was not revised with total hip. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.